Event description:
The complainant in japan reported information was obtained from a literature that a patient was on impella cp support. While on support, the impella cp came out of position during the percutaneous coronary intervention and before admitted back to the intensive care unit. The impella was successfully pushed back to just above the aortic valve (av) gently but could not be advanced beyond the av because the av was closed due to myocardial stunning. Finally, the transradial bav balloon proceeded at the av position and the impella slid into the left ventricle simultaneously with balloon deflation. The patient's outcome is unknown.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. A.1, a.2, a.4 and a.5 are unknown. D.4 serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. E.1 name prefix/title, first name and last name are unknown. H.4 device manufacture date is unknown.